Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the filament of the adc freestyle libre sensor was stuck in the arm when the sensor fell off. No symptoms were experienced by the customer, however he had contact with healthcare provider who removed the filament and covered the spot with steri strips. No further treatment was reported. There was no report of death or permanent injury associated with this event.